Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction with the pump prior to alarm. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.